Event description:
A report was received that the patient underwent a pocket revision due to the ipg being turned sideways inside of the pocket. The patient was having discomfort and trouble charging. The patient is doing well following the revision.